Event description:
Nellcor puritan bennett was notified of a malfunction on 02/17/00. The mulfunction was reported as follows; the monitor was in a pt's home who has monitored a child before. The unit was running on ac power and the monitor powered down three times by itself. The parents had trouble powering the monitor back on when it would power itself off. The power switch would not always respond. The monitor was swapped out on 1/26/00 and reporter was going to set up the monitor and had similar troubles. The monitor would power itself off when in the setup mode. Reporter had to hold the reset button in to power the monitor on. Reporter would see more problems when the unit was on ac rather than battery.

Event description:
After a follow-up conversation with community care services, more information was discovered. The units were being placed on the carpet. The end user(s) were using the power cord to move the monitor from place to place.